Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was damaged and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: during investigation, the display lens was scratched. Unrelated to the original complaint, the battery compartment was cracked from below the grip pad to the case seal.